Manufacturer narrative:
H6: the quality investigation is complete. H2: device not returned, no further information provided. H3 other text : device not returned.

Event description:
It was reported following a total hip replacement, the patient later presented with an infection. It was also reported that there was no medical intervention and no delays at the time of the surgery. It was further reported that the procedure was completed successfully.

Event description:
It was reported following a total hip replacement, the patient later presented with an infection. It was also reported that there was no medical intervention and no delays at the time of the surgery. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.